Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that when tka surgery just before opening real implant, it was found there was a foreign body on the surface of x3 insert.

Manufacturer narrative:
An event regarding a foreign object found in the packaging involving a scorpio insert was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned with the original packaging box. The outer blister with the lid, package insert and stickers were returned. The implant looks unremarkable. However, there is an unidentifiable object found on the returned device. -medical records received and evaluation: not performed as there is no evidence to support the event was related to patient factors. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the reported event falls under the scope of a CAPA as an unidentifiable object was found on the returned device. The packaged component failed to meet stryker's internal specifications.

Event description:
It was reported that when tka surgery just before opening real implant, it was found there was a foreign body on the surface of x3 insert.